Event description:
It was reported that the customer is using a large amount of insulin. Caller stated that the reservoir is filled with 300 units of insulin a day. Caller is concerned that the insulin is leaking. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.